Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to test the equipment. The rep replaced the fuses and performed a system checkout. The imaging system passed the system checkout and was then found to be fully functional. No parts were received by the manufacturer for evaluation.

Event description:
A site representative reported that she brought the mobile view station (mvs) out of the room after surgery and plugged it into the wall but it kept beeping until it powered down. The line power light is not on. She tried multiple outlets with no change. There was no patient present.